Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery, and customer noted similar issue within past month with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction from speaker holes, cleaned area as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting; altitude alarm did not recur, pump returned to normal operation, and technical support provided guidance on preventing future altitude alarms.